Event description:
The manufacturer received information from customer in reference to a ds2adv auto CPAP with an allegation of auto shutting off and service required message. There was no report of serious injury or harm. There is no medical intervention was specified. The device was returned to the third-party service centre and observed the pca with damaged (burned components) blower, blower box, blower outlet, inlet, iso port kit contaminated, iu bezel with scratches. The customer complaint was reproduced. There was 1 error has been identified. The device was scrapped.